Event description:
Pt spontaneously called in to report that her cadd ms3 pump might be infusing more quickly than her pump rate. States she changed her cartridge last night and this morning the cartridge was almost empty. The error did occur when in use and pt states she experienced feeling very hot very quickly but is feeling fine now. Switched to her backup pump immediately, md is not aware. Pump is available to be replaced and pharmacy is sending her a replacement. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? Pt stated feeling fine now. Reported to (B)(6) by pt/caregiver.